Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction while testing on provue ((B)(4)) with one donor unit using the mts abd/abd gel card lot # 091216053-06 exp 10/2/2017. According to customer, donor unit is label as group a, rh positive. Customer stated upon retype using the mts abd/abd card, the unit was typed as group 0, rh positive. With repeat testing using manual gel method and same lot# of gel cards, the unit is typing as group o, rh positive. Additional testing using ortho anti-a antisera in tube method, customer is stating that site is getting weak-macroscopic reaction. Customer has quarantine donor unit and is contacting supplier issue started on: (B)(6) 2017; reported 5/2/2017. Methodology used: provue/ manual and tube method. Reaction grade obtained: negative on provue and manual gel method. Customer was expecting: positive. Test repeated: yes. Result obtained by repeating: weak-macroscopic positive. Method used to repeat: tube method. Associated reagent: card/cassette type: mts abd/abd lot number: 091216053-06 expire: 10/2/2017. Other reagent: mdp143 exp 1/24/2018; anti-a lot # baa611ax exp 12/15/2018; anti-b lot # bbb802ax exp 9/19/2018: last qc run: 5/2/2017 and acceptable. Cards /cassettes/ storage condition temperature: stored per IFU. Visual appearance before use: ok. Ortho care recommended increased incubation; secondly, ortho care recommend testing of donor unit with mts anti-a,b gel card which is useful in detecting some weak subgroups of a and b which may not agglutinate with anti-a or anti-b reagents. However, customer will contact supplier for information on donor.